Event description:
The surgeon was performing a revision surgery to extend the construct from l3-l5 to l2-l3. The pt was fused. While removing the screws, the driver tip bent.

Manufacturer narrative:
Device is an instrument and is not implantable. Manufacture date is unk. Lot number is not available. Investigation is pending.